Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. It was very bent and it shows some residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals and is very bent. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there was one additional complaint associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that a forceps tip would not open. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the forceps tip would not open prior to vitrectomy surgery. An alternate forceps was obtained in order to perform the procedure. There was no contact between the reported forceps and the patient, thus no impact to the patient.